Manufacturer narrative:
The insulin pump alarmed motor error noted during rewind due to corroded motor home switch. Unable to perform displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests due to motor error alarm. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a motor error alarm while attempting to prime. Customer's blood glucose level at the time 9.2 mmol/l. Advised insulin pump would be replaced.